Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they were having high blood glucose on (B)(6) 2017 with blood glucose of 483 mg/dl at the time of the incident. The customer experienced symptoms such as slurred words and incoherent. It was unclear if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the paramedics were called. The medtronic help line rep called the paramedics. The insulin pump will not be returned for analysis.